Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading was 537 mg/dl. Customer's spouse reported symptoms related to the customer's high blood glucose levels included shortness of breath and nausea. Customer decline to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced based on the customer's request.